Event description:
Emergency medical system personnel were attempting to treat a pt in pulseless electrical activity. The device was attached and allegedly displayed a continuous connect electrodes message while attempting to monitor the pt in the paddles mode. A back-up device was available and used to continue treatment to the pt. There were no adverse effects to pt care reported as a result of the alleged malfunction.